Manufacturer narrative:
H.6. Investigation: two photos were received and evaluated. The photos depicted a loose 1ml ll syringe and a view of package¿s top web from an unknown batch # (p/n 309628). The syringe was observed to have its stopper in the bottom out position while the plunger was separated and part way up the barrel. Plunger rod¿s tip appeared to be intact. No damage was observed to any components in the photo. It is difficult to tell a potential root cause based on the photo provided. It is likely associated with the assembly process; however it is not possible to determine which part of the process is responsible based solely on the one photo. Physical sample is required for better evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. No corrective actions are necessary based on the defective rate identified. Batch 7177887 is considered in compliance with our product specification requirements. H3 other text : see h.10.

Event description:
It was reported that bd 1ml syringe luer-lok¿ tip plunger rod separates from the stopper. This was discovered during use. The following information was provided by the initial reporter: the plunger rod disassembles from the plunger stopper, when the first movement for the withdrawal is made.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 1ml syringe luer-lok¿ tip plunger rod separates from the stopper. This was discovered during use. The following information was provided by the initial reporter: the plunger rod disassembles from the plunger stopper, when the first movement for the withdrawal is made.